Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable pulse generator (ipg) exhibited undefined ventricular and atrial impedance qualified as high, no atrial capture and high right ventricular thresholds. It was confirmed that the leads exhibited normal measurements when connected to an analyzer. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.